Event description:
The customer reports that the ortho provue gave a false negative reaction on a sample with a known anti-d. No erroneous or incorrect results were reported.

Manufacturer narrative:
The customer did report that daily qc did pass before the 2cellscreen test was started. The same patient was tested again but this time cell 1 had a +1 and cell 2 had a "?". Due to site specific requirements to retest any sample yielding "?" On the provue, the customer retested this patient using the tube method. The customer used another manufacturers reagents and cell 1 yielded +1 reaction confirming the presence of anti-d cells. This customer called to report this event for documentation purposes. No action is required by cts at this time; this was an isolated event. No service calls have been requested by the customer. (B)(4). No service requested by customer.